Manufacturer narrative:
The incident device was evaluated and it was found that the divider trigger would frequently remain in the fully actuated position until the latching handle was released. However, once the latching handle is released, the trigger retracts to its home position. Valleylab does not consider this a product defect. The incident device was also returned with a large amount of tissue in the jaws of the device. This build up of tissue could also lead to the reported condition. Valleylab has found that if the jaws are not cleaned as instructed in the instruction for use (IFU), eschar can buildup and cause the jaws to stick to the sealed tissue.

Event description:
The report stated that during a surgery on a kidney and adrenal gland, after a full sealing cycle, the trigger for the divider would not return to the proper position. This prevented the jaws of the handpiece from opening. The surgeon removed the device by cutting the pt's tissue around the jaws. No bleeding occurred.